Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer noticed resistance in the proximal setup joint (psuj1) wrist axis compared to other sujs, and this was observed without the drapes. The procedure was aborted to another dv system with no reported injury. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the proximal setup joint (psuj) due to resistance. The system was tested and verified as ready for use. Isi has not received the psuj for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The proximal setup joint (psuj) was installed onto a known good system where no errors were triggered and performed as expected. The unit was then installed onto a patient side cart (psc) fixture test platform (pftp) where it passed all tests. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h11 for follow-up information.